Event description:
Related manufacturer reference# 1627487-2019-06883.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-06883. It was reported the patient had developed leg weakness post surgery. The issue resolved on its own without medical intervention.